Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer report number: 2017865-2021-15963. Related manufacturer report number: 2017865-2021-15964. Related manufacturer report number: 2017865-2021-15965. It was reported that the patient presented for a lead revision on (B)(6) 2021, where the old atrial lead was explanted and replaced. Post-procedure, the patient developed a pocket infection, which was identified during an emergency room visit. The system was explanted. The patient was in stable condition and discharged.